Event description:
Allegedly revised due to non-union of the medial malleolar. No ingrowth at revision surgery.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. X-rays and photographic images provided. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. X-rays and photographic images provided. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00590, 00592.